Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed, and no issues were noted. A sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the most recent treatments revealed an excessive drain volume of 3,028ml during drain 2 of 5, which was greater than the programmed maximum peritoneal volume setting of 3000ml. Review of the device programming revealed the programmed estimated night uf (500ml) may have been set too low for the most recent therapies. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv.

Event description:
It was reported an automated peritoneal dialysis patient felt "too full", bloated, and experienced trouble breathing during dwell. The patient was connected to the amia device at the time of the events. The patient reported the device was not draining them properly and gets overfilled in every cycle. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.